Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Customer followed the advice of technical support to troubleshoot the occlusion issue, which involved clearing and cleaning the pump area, disconnecting tubing, and attempting to re-deliver insulin. Customer changed supplies and resumed insulin therapy.